Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. In addition, it was also observed that the s-ICD system exhibited undersensing of the ventricular fibrillation (vf), resulting in a delay to therapy. The s-ICD system remains in service. The s-ICD system was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. In addition, it was also observed that the s-ICD system exhibited undersensing of the ventricular fibrillation (vf), resulting in a delay to therapy. The s-ICD system remains in service. The s-ICD system was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. In addition, it was also observed that the s-ICD system exhibited undersensing of the ventricular fibrillation (vf), resulting in a delay to therapy. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. The hv-d cable conductor resistance measured as an electrical open, indicating a fractured or broken conductor. X-ray showed both hv-d cable ends were pulled out of distal stake. Cable fragments are also present in stake. Such damage indicates induced during explant. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. In addition, it was also observed that the s-ICD system exhibited undersensing of the ventricular fibrillation (vf), resulting in a delay to therapy. The s-ICD system remains in service. The s-ICD system was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. In addition, it was also observed that the s-ICD system exhibited undersensing of the ventricular fibrillation (vf), resulting in a delay to therapy. The s-ICD system remains in service. The s-ICD system was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.